Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that when attempting to deliver a bolus, the system would take several seconds to communicate with the pod, after which the controller screen would go black. The patient stated that, during some of these occurrences, the requested bolus was not delivered. The patient further reported experiencing blood glucose readings of approximately 400 mg/dl during these episodes. The patient reported no error messages were received.